Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation and upon completion, the customer's indicated failure mode for stopper pop-off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue, the investigation is still on-going and improvements will be made as the potential causes of this issue are identified. See h.10.

Event description:
It was reported that while using bd tube sst plh 13x75 3.5 plbl gold br the stopper creeps out. The following information was provided by the initial reporter, translated from portuguese to english: stopper opening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd tube sst plh 13x75 3.5 plbl gold br the stopper creeps out. The following information was provided by the initial reporter, translated from portuguese to english: stopper opening.